Event description:
The reported incident occurred during a therapeutic colonoscopy procedure. The device was inspected before use and no abnormality was observed. The patient has been discharged home.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event occurred due to device handling by the user. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: important information ¿ please read before use: warnings and cautions. Important information ¿ please read before use: examples of inappropriate handling. Also, IFU states the possible risk of patient injury by device handling such as the following: ¿forcible angulation, forcible insertion/withdrawal of device, insertion/withdrawal of device while bending section is locked in position, looping insertion section or excessive bending of bending section (recommended to keep bending section as straight as possible), excessive air feeding, excessive suctioning.¿ this supplemental report includes additional information received from the customer. B5 updated accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during colonoscopy using the colonovideoscope, the physician inserted the scope and reached the cecum area normally, however, during scope withdrawal, perforation was found in return area. Gastrointestinal hemorrhage was noted, as reported. The patient was transferred to operation room for laparoscopic surgery immediately and was admitted in the hospital. The physician mentioned that the patient's wall at rectum may be thinner than usual due to patient's age. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
A field service engineer conducted an initial inspection at the customer facility and found no sharp edge/no too stiff of insertion tube section. The device was returned and evaluated. Due to wear of angle wire, bending angle in down direction did not meet the standard value. Additionally, the adhesive on the bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation. Based on the results of the updated investigation, it has been determined that there was no relationship between the adverse event (perforation) and the malfunction of the subject device based upon the customer reported that no malfunction was found in pre-use inspection, the customer did not report any malfunction in the subject device, and the malfunctions of the subject device identifies malfunctions for which no adverse events (including perforation) were anticipated.